Event description:
It was reported to boston scientific that during preparation for an hta procedure, the sheath disconnected from the hysteroscope and became contaminated. The physician opened another kit and was able to complete the procedure with no patient complications.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.